Manufacturer narrative:
This information is based entirely on journal literature. Multiple patients and manufacturers were referenced in the article, but with no manufacturer device/product failure correlation/serial numbers. The gender of the baseline characteristics is male and the baseline age is approximately 64 years old. The date of death is not available at the time of this report, as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:minimally invasive surgical cardiac resynchronization therapy: an intermediate-term follow-up study. Innovations. 2007(2) 40-47.

Event description:
A journal article was reviewed which contained information regarding left ventricular (lv) implantable pacing leads implanted using either video-assisted thoracoscopic surgery or minithoracotomy. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths and patients who experienced post operative atrial fibrillation, pneumothorax, pulmonary embolism, deep vein thrombosis, pericardial effusion, pleural effusion, and system infection. It was additionally noted that three patients were readmitted to the hospital due to "lead failures". The status of the leads is unknown. Further follow up did not yet yield any additional information.